Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that the customer was having difficulty charging the pump despite the attempt of multiple usb cables and wall adapters. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.